Event description:
It was reported that the user experienced a pairing failure between the ilet pump and a dexcom g7 sensor, after which the agent instructed a pump restart and pairing subsequently initiated; the user was advised to call back if no blood glucose readings appeared within an hour. Symptoms included no glucose data available. Outcomes included user inconvenience without clinical harm or hospitalization. Investigation included customer support troubleshooting and education, including device restart and re-initiation of sensor pairing. Investigation of this case revealed a temporary communication or connectivity issue between the pump and cgm sensor that resolved after restart, with no hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to transient communication disruption.